Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the station was stuck on a blue screen and did not proceed to the application. A technical support specialist (tss) reinstall the remote smart service (rss) application and remodify the file path for the rss application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was stuck on a blue screen and did not proceed to the application. The customer confirmed the issue persisted despite multiple reboots, with the system prompting for the carefusion application password. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.